Event description:
The pt experienced a loss of therapeutic effect and was unable to adjust stimulation to higher than 8.5 volts on any of the four programs. It was noted that they felt "very mild stimulation" on each program. Follow-info indicated that the pt had gone through a full body scanner at the airport and had problems a week later. The stimulation returned after the MFR representative reprogrammed her device and no further issues were reported.

Manufacturer narrative:
(B)(4).